Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to aseptic loosening.

Event description:
Index surgery: (B)(6)2014. Revision due to aseptic loosening.

Manufacturer narrative:
Section h10: h1: the engineering evaluation of the revision reported in the experience was likely the result of insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Section h11: corrections were made in the following section(s): d4: serial number - update info.

Event description:
Index surgery:(B)(6) 2014. Revision due to aseptic loosening.

Manufacturer narrative:
The engineering evaluation of the revision reported in the experience was likely the result of insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening.